Event description:
It was reported an issue with monosyn suture. The client reported a needle detachment before use.

Manufacturer narrative:
Summary of investigation: there are several previous complaints of this code-batch regarding the same issue one of them closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 1 open and unused sample with the needle detached from the thread (threads are still wound on the pack). However, without closed samples a proper analysis cannot be carried out. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.83 kgf in average and 0.61 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.46 kgf in average and 0.23 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open and unused sample received shows that the needle escaped from the thread. Final conclusion: considering that the results of sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications and that there are several previous complaints for the same issue, we conclude that the complaint is confirmed by evidence of the sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.